Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, alarmed button error and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 200 mg/dl at the time of the incident. Exposure to water was the significant event leading to the keypad issues. The customer stated that the screen was turned off and that is why the time on the clock did not advance when monitored for one minute. The customer was advised that he insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with black spot/damaged pixels on the upper left hand side of the lcd due to cracked glass on the lcd. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to damaged lcd. Moisture damage was also found on the electronic assembly during visual inspection. No moisture damage was found on the keypad assembly, or motor/force sensor during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, peeling/faded/stained keypad overlay, and minor scratched lcd window.